Manufacturer narrative:
Manufacturing site: (B)(6) registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported crosslead penetration guide wire was returned for investigation. The returned crosslead penetration guide wire was found bent at approximately 4mm from the wire tip. The outer coil was found unwound proximal to the tip solder due to torsion. Traces of solder were found adhered on the distal end of the unwound outer coil, indicating that the outer coil had come off from the tip solder. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with guide wire manipulation might have been locally applied to the distal segment of the subject crosslead penetration guide wire while the guide wire had been caught by the heavy calcium. Consequently, the outer coil that had been fixed to the distal solder was significantly loosened and came off from the tip solder. As withdrawal attempts were made, the outer coil was further unwound. Although it was concluded that the reported event was not attributed to the product quality, it was concluded that wire fragment left in situ could not be ruled out should the same event recur and therefore reportable. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?) In the same direction. [Malfunctions and adverse events] 1.malfunctions ~breakage or bending of the guide wire ~damage such as separation.

Event description:
It was reported that an endovascular treatment (evt) was performed for a heavily calcified chronic total occlusion (cto) with mild tortuosity in the posterior tibial artery (pta). During the procedure to cross the lesion using a cix support catheter 2.6fr and an asahi crosslead penetration guide wire, tip deformation and coil disarrangement of the crosslead penetration guide wire were observed. The crosslead penetration guide wire was unable to cross the cto in the pta. Therefore, the strategy was changed. An asahi crosslead guide wire was inserted into the peroneal artery (pa), and the procedure was completed using a balloon catheter. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any problems after the procedure.